Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported having poor coupling with recharging and noted that they have a problem with coupling ever since implant. Their charger was not charging their implant. The patient also noted beginning about 4-5 days ago they had a loss of stimulation. At the time of the report the patient repositioned the antenna and was able to get four coupling bars, resolving the issue. The patient would continue recharging. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.